Manufacturer narrative:
H.6. Investigation summary: no samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. One photograph was provided by the customer. However, the photograph does not give any indication of a root cause for the reported condition. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Batch record review did not indicate any issues related to the reported condition. The manufacturing line for this product is no longer in bd-swindon. It has been transferred to another bd site. The two sites attend regular meetings to share information on products and complaints. This issue will be communicated at the next meeting. As no samples were available for analysis it is not possible to assign a root cause to this complaint.

Event description:
It was reported that the ultrasafe plus x100l png clear experienced a retraction issue with the device failing to retract after use. The following information was provided by the initial reporter: we have a complaint regarding the ultrasafe passive needle guard regarding that after injection is done, the spring does not return and the needle stays out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ultrasafe plus x100l png clear experienced a retraction issue with the device failing to retract after use. The following information was provided by the initial reporter: we have a complaint regarding the ultrasafe passive needle guard regarding that after injection is done, the spring does not return and the needle stays out.